Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the device was pacing at high output mode due to increase of right atrial (ra) lead capture threshold. No programming changes made were reported. The patient status is unknown.